Manufacturer narrative:
The troponin t hs reagent lot number and expiration date were not provided. Qc results were not acceptable. No relevant data alarms were observed. The field service engineer (fse) identified a damaged pump head of the main pump in the sample buffer. Instrument performance testing and qc results were acceptable. The instrument was operating within specification. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 5 patient samples tested for troponin t hs on a cobas e 801 analytical unit. Patient 1 initial result was 96 pg/ml. The repeat result was 116 pg/ml. Patient 2 initial result was 66 pg/ml. The repeat result was 19 pg/ml. Patient 3 initial result was 191 pg/ml. The repeat result was 136 pg/ml. Patient 4 initial result was 82 pg/ml. The repeat result was 29 pg/ml. Patient 5 initial result was 45 pg/ml. The repeat result was 6 pg/ml.